Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was removed outside of the load sequence. However, the customer alleged they did not improperly remove the cartridge. The customer's blood glucose (bg) level was "high", although a specific value was not given. Customer address blood glucose with a bolus via pump. Reportedly, customer loaded a new cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.